Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2017 to assess the test well images in question on the testing instrument.

Event description:
On (B)(6) 2017 a european (B)(6) customer site reported an unexpectedly negative antibody screen when tested on a galileo neo instrument.